Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient's ins had been overdischarged since the neurostimulator hadn't been recharged for over 50 days. The patient was in a nursing facility, and no one managed or helped them to recharge their implant. The patient has had a history of discharged implant status since due to difficulty with getting assistance to recharge. The patient had a fall recently, thus needing an MRI. Technical services(ts) recommend getting the patient out of overdischarged status to allow an impedance check and see if the impedance is within range to allow an MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they made a clinical decision to not take the system out of overdischarge as the patient didn¿t have the support system in their skilled nursing facility to keep the implant charged. No further testing was performed.